Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator noted multiple "no external power alarms" recorded on the history screen. Initially, the patient denied disconnected both external power sources from his system controller. The patient did report being awoken on multiple occasions during the middle of the night while connected to his power module by a loud alarm that "resolved on its own." The vad coordinator exchanged the patient's cable. Further information provided by the hospital indicated the event was due to patient error and that the patient was disconnecting both power cables. The hospital stated that education was provided.

Manufacturer narrative:
The approximate age of the power module 14 volt patient cable was unknown, due to the lot number not being provided. The cable may be provided out-of-box to one patient for single patient use at home, or it may stay in the hospital or clinic for multiple patient uses. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The manufacturer was unable to confirm or determine the cause of the reported event, because the 14 volt power module patient cable was not returned for evaluation. No further information is available. The manufacturer is closing the file on this event.